Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope, the single use disposable cap was found to be missing from the end of the scope upon scope withdrawal. The physician went back in with egd scope (model/serial number unknown) to find and retrieve the distal cap but couldn't find it at first. The anesthesiologist then used a glide scope and was able to locate and retrieve the distal cap from the oropharynx. No mucosal bleeding was found in the stomach when they went back in. Upon inspection of the distal cap after retrieval, it was found to have a tear that left a sharp edge. They found some bleeding at the back of the patient¿s mouth. They noticed that the distal cap was split or torn with a little bit of blood on it. The user was not sure if the distal cap was damaged during the retrieval or damaged prior to the procedure. According to the original reporter (independent sales representative) the most likely cause of the reported phenomenon was due to the improper attachment of the cap to the distal end. The customer was provided retraining on how to properly attach the cap to the distal end. The ercp was being performed for the indication of common bile duct (cbd) stones. This report has been reported by the manufacturer under this MDR (B)(4).